Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the cusotmer's blood glucose. Reportedly, the customer indicated that the plunger of the syringe was pulled passed the 3ml mark to fill the cartridge.